Event description:
It was reported that patient is experiencing high impedance and low output current. The physician believes that the high impedance is due to the lead electrode being detached from the nerve and has fallen to the base of neck/clavicle area. Patient's mother reports she was told that patient is now having breakthrough seizures. The neck x-ray was received and assessed. The only image provided was electrodes and tie downs in neck region. A strain relief bend and loop were present along with three ties downs however these were not placed per labeling. No assessment on the placement of the generator can be made. No images of the full lead was provided for review. Based on the x-rays received, the cause of the high impedance cannot be determined. Any potential fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information was received reporting that patient had lead and generator replacement due to high impedance. Explanted device has not been returned to date. No other relevant information has been received to date.